Manufacturer narrative:
According to the field service engineer (fse), the reported problem was an application related issue. No malfunction found and no parts have been replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The received logs confirmed the reported expiratory minute volume low alarm on (B)(6) 2022. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The generated alarms indicates that a leakage situation occurred. The root cause for the reported issue could not be determined.

Event description:
It was reported that the ventilator generated alarm indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref.#: (B)(4).